Manufacturer narrative:
Additional information: d10, h3, h6, h10 per analysis update. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, the physician placed the left ventricular lead to the lateral vein. When guide slitting, the guide sheath came out of the coronary sinus. Then, the left ventricular lead was removed from the patients body and it was flushed in the lumen again. However, water droplets dropped from the tip of the lead. Therefore, the physician used several wires to pass through the lumen thinking it was due to blood clots. However, the wire would not advance through. The left ventricular lead was not used and was replaced. The physician suspects that the blood clots in the lead lumen may have been incompatibility with the guide wire or because the passage in the lead lumen at the tip of the lead was not smooth. There were no consequences to the patient.